Event description:
The customer reported to baxter (B)(4) regarding the colleague equipo c/ entrada dear e filtro in which the set presented leakage in the needle based. The condition occurred during priming. There was no patient involvement, therefore, no patient injury occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. A hole was observed in the tubing during the leak test. The cause of the hole was determined to be due to the manufacturing process. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.